Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Inspection of the device found that at 41cm from the distal tip of the sheath, the sheath was torn. Blood was present at the tear in the sheath. A microscopic inspection of the device found no damage or irregularity. Media inspection depicted a sheath leak near the distal end of the sheath confirming the reported events as the leak near the tip would indicate damage to the sheath. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19sep2025. It was reported that the wall of the catheter was damaged. The target lesion was located in the calcified middle segment of left anterior descending artery. A 1.25 mm rotablator plus was selected for use. Prior to procedure, the wall of the catheter was damaged. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure. However, device analysis revealed that the sheath was torn at 41cm from the distal tip of the sheath with blood present.